Manufacturer narrative:
Device received with operating currents within specification. Device passed self test,rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device delivered properly all bolus programmed during testing. Device was tested with a test reservoir. Units left at device display matched properly units left at test reservoir. No cosmetic anomalies were found at the reservoir compartment found. No cosmetic damage noted.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device delivered properly all bolus programmed during testing. Device was tested with a test reservoir tube. Units left at pump display matched properly units left at test reservoir. No cosmetic anomalies were found at the reservoir compartment found. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had no insulin left after having replaced the pump set and removing reservoir. No further information provided.